Event description:
It was reported that stent damage occurred. A percutaneous coronary intervention was being performed. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. This 2.25 x 38mm synergy xd device selected, after insertion the stent strut was damaged in the middle. The procedure was completed with another device with no patient injury.